Manufacturer narrative:
(B)(4). Insulin pump received with intermittent button response due to partial unlocked keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify communication anomaly due to buttons not responding.

Event description:
Information received by medtronic indicated that the missing data found. Customer removed code and uploaded but still missing data found. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.